Event description:
Vns patient was scheduled for revision surgery due to device migration. The patient had reportedly lost a great deal of weight and the generator had subsequently moved and began causing the patient problems with pain. The patient reportedly gained 59 pounds prior to vns placement due to medication changes and has since lost the weight following vns implant and increased exercise. The patient's seizures remain under control. Further follow-up revealed that the patient was doing well following revision surgery to relocate the pulse generator.